Manufacturer narrative:
Investigation findings: the bur guard used in this event was on loan to the customer from our intn'l affiliate. Prior to shipment, the device was tested by our affiliate repair facility, and passed all testing. Our affiliate reported that the bearings were replaced in november 2008. The device was received at our facility for eval and the reported problem was not confirmed. During testing of this bur guard, it operated to MFR temperature specs. The handpiece in use at the time of this event was not identified; and therefore, unable to be evaluated. The info for use (IFU) warns the user: prior to each use, all equipment must be inspected for proper operation. Overheating might occur if bearings are worn or are not kept clean. If overheating occurs, discontinue use and return to service. Guards are to be returned to linvatec/hall surgical every six months for routine maintenance. Bur guard test procedure prior to attaching the bur guard: check for worn bearings by inserting a bur into the nose of the bur guard. While holding the bur, spin the guard. The guard should spin feely around the bur shaft without restrictions. Attach the bur and guard to the drill using the following instructions. Run the instrument for at least 30 seconds, carefully feeling the tip of the guard for heat. If heat is noticed, discontinue use and return for service. The customer will be provided additional info on care and handling of this device.

Event description:
It was reported that during use of this bur guard, it overheated resulting in a slight burn to the left side of the pt's lip, which was treated with lanolin and ice. Upon follow up with the customer in 2009, it was reported that the pt's lip was infected and required treatment with antibiotic ointment. It was further reported about six days later, that the pt was placed on a course of antibiotics and referred to a consultant for follow up care.